Manufacturer narrative:
Batch reviews performed on 05 april 2017. Lot 152649: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 2020-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Flat pe hc liner ø 36 / f, code 01.26.3648hct, lot. 154833 (k103352) (B)(4) items manufactured and released on 25 november 2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
The patient came back after six months of primary surgery complaining of thigh and hip pain. At x-ray examination, the implants looked perfect but the patient continued to get worse and now needing a walking stick to move around. The surgeon cannot see any problem on x-ray, but he thinks the joint could be infected, so he is going to investigate this by surgery and is not sure if he will remove the implants. The revision surgery has been scheduled for (B)(6) 2017.

Manufacturer narrative:
Additional information received on 01 june 2017 and includes: the patient was revised on (B)(6) 2017. The surgeon removed and replaced shell, liner and head. No infection was found and no reason was noted for possible soft tissue impingement. Additional information received on 06 june 2017 and includes: no cup loosening was noted.